Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04945. It was reported the patient experienced loss of stimulation from the scs system. Troubleshooting and reprogramming did not resolve the issue. A system impedance was low. X-ray taken showed both leads migrated and were touching each other. Consequently, surgical intervention was taken and the patient's scs leads were replaced. Stimulation therapy was reportedly restored postoperatively.